Manufacturer narrative:
To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2016 and mesh was implanted. The patient reported that she left the hospital unable to urinate without assistance and in pain. The patient further reported experiencing pain with intercourse, multiple bladder infections and pain when standing, sitting or walking daily. The patient self catheterizes daily and is unable to work or look after young children. The patient is waiting for surgery to remove the mesh. No additional information is available.